Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure.additional text: drive line infection.specific component(s) involved: driveline malfunction.additional text: infection/cause for revision.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of driveline.implant device type: lvad.